Event description:
It was reported to philips that the system blue screen occurred due to a bad lane on the system disc on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and restored system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).